Event description:
Procedure: colon resection according to the reporter: the customer reports that during a colon sigmoid resection, the distal part of the sulu (2cm) could not staple. This happened with two sulus. Another colon resection was required. A third sulu was used to complete the procedure successfully. There were no consequences for the patient.

Manufacturer narrative:
(B)(4).